Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 23 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.